Event description:
Patient was scheduled for placement of a non-tunneled central catheter with interventional radiology. At the beginning of the procedure, the transition dilator was inserted over a wire into the right internal jugular vein. Upon attempted removal of the soft outer catheter of the transition dilator (9cm in length) over the wire, the outer catheter detached from the hard plastic luer-lock hub over the wire inside the patient. The outer catheter (foreign body) was then successfully and completely removed over the wire utilizing a second puncture site in the right groin and snare-assisted removal. The patient was then able to have the central line placed. No complications occurred and the patient was discharged from the ir procedure area in stable condition.